Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an in-range system impedance of 165 ohms in an outpatient visit on (B)(6) 2026. At a follow-up outpatient visit a month later, the system impedance gradually increased to 210 ohms. The physician suspected that the coil portion of the electrode may have been positioned within the adipose layer at the time of initial electrode implantation. The physician suspected there was likely no issue with the s-ICD and explanted the device due to the patient's high infection risk. This s-ICD system was removed. Based on the physician's judgement that the patient couldn't tolerate general anesthesia, a new system implantation was scheduled for a later date. This s-ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.